Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the irregularities were observed for the printed circuit board embedded in the endoscope connector. The inspection of the inside of the device after disassembly detected a trace of water intrusion in the endoscope connector. Those results can determine that water intrusion caused moisture to adhere to the printed circuit board, occurring short circuit and contact failure at the electrical contacts. It was confirmed that instructions for cf-xz1200l/I, operation manual, chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to detect the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a e315 error (incompatible scope). There were no reports of patient involvement.